Event description:
Pt connected to 5 fu chemo bag on 12/06/06. Administered medication via curlin infusion pump. Patient rec'd air in line alarm every hour. Registered nurse sent to trouble shoot problem. Unable to resolve. Registered nurse observed formation of champagne bubbles accumulating near the hang hole for IV pole, on top of bag. Bag removed from fanny pack and held upright. Problem of air in line alarm resolved. Unable to detect any leaks when infusion bag lays flat. Bubbles accumulated again. Possible problem with bag integrity and injury to pt.